Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for call was patient stated when they go to sleep or when they are traveling or sitting for long periods of time, they turn stimulation down but, it won't let them turn it back up. Patient stated when they try to increase stimulation they are getting settings not available cannot provide your desired intensity settings message since saturday. Agent reviewed meaning of message. Patient mentioned they have groups a, b, and c and stated group c is the one they got the most benefit from. Patient also stated they have group a b and they can decrease but, if they try to increase it they get the same settings not available message. Pt added that groups a and b 'never helped them much'. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address settings not available. Additional information from the patient indicated that cause of the issue was unknown. They stated that they met with a manufacturing representative, changed settings, and found 2 bad contacts. The patient stated that they are still testing for another week.